Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set broke and subsequently leaked. During a 5fu infusion, the patient observed "he IV line where it connected to "y" connector had broken and blood was coming out of the chest port line". The patient clamped the port line to stop the bleeding. The non-baxter pump ran at "1.9 ml/hour"; therefore, "less than 4 ml chemotherapy" leaked out. The "y" connector was replaced and the infusion was restarted. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.